Event description:
The facility contacted baxter (B)(4) to report a clearlink system solution set lav male luer lock adaptor with retractable collar that was reported to have been leaking. The customer stated that, "leaking cytotoxins at distal end of set where male luer lock adapter connects to female bung." This event occurred during infusion. There was a patient involved but there was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition was not confirmed during sample evaluation. An actual sample was not available for evaluation. One companion sample with the pouch unopened was available at the plant for evaluation. The defect was not confirmed during visual inspection. Luer gauging test, pull test, and fluid pressure tests were also performed. The sample was working within specification. Should additional relevant information be received, a follow-up medwatch will be submitted.